Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported event. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The pod was received with the soft cannula deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported event. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported their blood glucose (bg) level reached 340 mg/dl, while wearing the pod between 5 and 24 hours. They reported when removed from the infusion site (hip/buttocks) the cannula was found to be dislodged. As treatment, a new pod was successfully applied.